Event description:
A malfunction alarm was reported by the customer without any notable events preceding it. The customer's blood glucose level was recorded at 7.7 mmol/l, which is within the normal range, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared.